Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons non-functional) has been confirmed. Upon evaluation, the rear response button cable was cut. The cause of the non-functional response buttons is the damaged cable. The root cause of the damaged cable was not positively identified. In addition, the monitor failed testing and displayed code 203. Upon evaluation, the k2 component was contaminated. The cause of the test failure is the contaminated component. The root cause of the contaminated component is liquid ingress of an unknown contaminant. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the response buttons on a patient's monitor would not activate the device. In addition, during servicing, the monitor failed testing.